Manufacturer narrative:
Device not returned.

Event description:
Reportedly, per surgeons office, this pt was experiencing tricuspid stenosis and regurgitation after 59 months of implant duration. At the explant surgery, it was noted that the ring was still in the patient with a mechanical valve implanted on top of it. Another valve was put in its place after both the mechanical valve and the ring were explanted. The ring is not available to be returned for eval.